Manufacturer narrative:
(B)(4). This device is not expected to be returned as it was kept by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient had fever and was sick then the pocket became swollen and infected. Subsequently, this implantable cardioverter defibrillator (ICD) was then used as an external temporary pacing device. This device was then explanted when a new system was implanted to the patient. No additional adverse patient effects were reported.